Event description:
Pt was scheduled for shoulder arthroscopy. Md was doing the procedure and was using the arthroscopic shaver and noticed it on the screen that there was metal fragments coming off the shaver. (B)(4).